Event description:
One and a half weeks after treatment to the crow's feet with cosmoderm 1, the pt presented with redness and swelling at the treatment site. The physician prescribed celestamine tab (steroid+antihistamine) and topical rinderon vg (steroid+gentamycin) and the redness improved a little. The physician then prescribed kenacort (steroid) and there was no improvement. The pt also was prescribed topical protopic (tacrolimus hydrate), and massage with an anti-aging massaging tool using radio frequency with no improvement. The lot number was provided incomplete and allergan has requested local allergan representative to attempt to acquire the complete lot number from the physician.

Manufacturer narrative:
Medwatch sent to FDA on 10/13/2008.